Event description:
It was reported that the patient presented for a right ventricular (rv) lead implantation procedure. On (B)(6) 2025, the rv lead could not be implanted due to poor sensing despite multiple unsuccessful repositioning attempts. The rv lead was subsequently replaced successfully. The patient remained stable throughout.

Manufacturer narrative:
The reported event of unspecified sensing issue was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.